Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The electrode belt trunk cable was pulled from the strain relief, breaking a pulse wire in the trunk cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving "check belt" and "check therapy pad" messages.